Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/1/2023, it was reported by a sales representative via email that an inserter tip broke off inside the patient during a shoulder instability repair with remplissage that took place on (B)(6) 2023. This was discovered during a post-operation office visit on (B)(6) 2023. An x-ray was taken, which showed the broken inserter tip. The original procedure was performed using an ar-3641 2.6 mm knotless fibertak and (4) ar-3636 knotless fibertak. The broken fragments remain inside the patient. At this time, it is uknown which inserter tip broke off in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.